Manufacturer narrative:
Corrected field is h6 imdrf annex g component code. Updated fields are b4, g3, g6, h2.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section the full evnet site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during use of cs300 intra aortic balloon pump, stating they had just lost the arterial waveform.the esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.